Event description:
It was reported that the user, citing insulin resistance, manually pushed insulin through the infusion tubing with a syringe to observe drops and performed the fill tubing step while connected to the pump, delivering approximately 7 units into the body, and education on risks was provided with a plan to engage the user¿s clinical team. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving filing the tubing with insulin while connected via infusion set and tubing to device. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.